Manufacturer narrative:
(B)(4). Review of provided patient medical records and x-rays confirms the reported pain and asceptic femoral loosening. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient's right hip was revised approximately 7 months post implantation due to pain attributed to asceptic femoral loosening as identified on pre-revision x-ray. In-vivo, the stem was identified loose and easily removed. No further information has been made available.